Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was broken, the bail covers were broken, the lead flex cover was contaminated, and the battery contacts were compressed. (B)(4).

Event description:
The device was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.